Manufacturer narrative:
PMA/510(k)#: k980987 (mfg us canaan) or k151766 (mfg mx cuautitlan). Since the lot number was not provided the manufacturing location is not known. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had a cracked barrel and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
One loose 3ml assembled syringe with red tip cap was received and reported to be from unknown batch # (p/n 309657). The sample was visually evaluated. The syringe was found to have two cracks in the barrel. The first crack ran lengthwise form approximately 3/8 ml to 2 ½ ml. The second crack ran lengthwise from approximately 1 ½ ml to 3ml. The cracks observed are rejectable per product specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the cracked barrel defect is associated with the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok disposable syringe with bd luer-lok tip had a cracked barrel and leaked. No serious injury or medical intervention was reported.